Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The cause of the reported difficulties could not be determined. (B)(4)

Event description:
(B)(6) clinical study. It was reported that myocardial infarction and in-stent restenosis (isr) occurred. In september 2012, the patient was diagnosed with myocardial infarction and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was located in the proximal left anterior descending artery (lad) with 90% stenosis, de novo and was 5 mm long with a reference vessel diameter of 3.5mm. The lesion was treated with pre-dilatation and placement of a 3.50 x 16 mm promus element stent, resulting in 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient presented with chest pain and was hospitalized on the same day. On the following day, third set of troponin I are noted to be elevated, thus site reported an event of myocardial infarction (mi). On the next day, stress test revealed very abnormal myocardial perfusion, moderate to severely intense reversible ischemia involving anteroseptal wall and the apex extending into the inferoapical segment. On the next day, the patient underwent cardiac catheterization and revealed with 95% in stent restenosis in proximal lad which was treated with pre-dilatation and placement of a 3.5 x 15 mm, a non-bsc stent, lined with distal edge of the previously placed stent. Following post-dilatation, residual stenosis was 0 % and the patient was discharged on aspirin and prasugrel the day after.